Event description:
It was reported that the patient presented in clinic due to the implantable cardioverter defibrillator (ICD) eroding through the pocket. The entire system was explanted and replaced with a single chamber pacemaker (pm). The patient was stable throughout the procedure.